Manufacturer narrative:
Evaluated two open/used reservoirs and checked o-rings/stoppers groove for anomalies none were found. Ran basal bolus leaking test as follows: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into a pump. Conclusion: reservoir had no air bubbles and no leakage anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported that, the reservoir has air bubbles in it. The blood glucose was above 200 mg/dl at the time of the incident. The current blood glucose was 97 mg/dl. Customer also reported that, the reservoir has leak. Troubleshooting steps were guided for air bubble anomaly. Approximate size of air bubbles is pea size air bubbles in the reservoir. Air bubbles were noticed by customer when he took off the set to change it. Customer stated that, the leak occurred during normal use. Customer also reported high blood glucose and under delivery. Customer treated high blood glucose with insulin pump. The drive support cap appears normal. Customer will be troubleshooted for bubbles in the set and possible reservoir leaks. The reservoir will be returned for analysis.